Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim a hypoglycemic event and low audio output on (B)(6) 2014. Patient lost consciousness from low blood sugar and reported patient did not hear the alarm. Patient was found unconscious in neighbor's yard. Paramedics arrived and took patient to the hospital. Patient was treated with intravenous therapy. At the time of contact with dexcom technical support, patient reported feeling well. Additionally, at the time of the call, dexcom technical support advised patient to test the alert functionality and patient reported alerts were functional.